Event description:
It was reported that an electrical reset had been observed. The device is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. Performance data collected from the device was analyzed and found a critical ram parity error on (B)(6) 2010. Por (power on reset) severity is low. The device should be able to fully recover after the reset. The device is part of the advisory for this model.